Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the procedure, the needle pulled off from the suture. The procedure was completed with a like device. There was no adverse patient consequence.

Manufacturer narrative:
Conclusion: a needle/suture piece was returned for evaluation. No attachment defects were found and no needle pull off was observed. Additionally there were slight marks on the needle by use of the needle holder. The suture was visually examined and the end of the suture was severely cut by use of the needle holder. The condition of the sample suggests an improper handling of the sample, since the suture was cut. This defect cannot be attributed to the manufacturing process.